Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 11/14/2016, that on (B)(6) 2016, a loss of connection between the transmitter and smart device occurred. It was reported that the operating system for the smart device was not a supported system and that the patient was under 2 years of age. No additional patient or event information is available. Data was provided for evaluation. Data review confirmed the reported event of a loss of connection. A root cause could not be determined via data. Labeling indicates that the dexcom cgm application is only compatible for select devices and operating systems. Labeling indicates that the dexcom cgm system is a glucose monitoring system indicated for detecting trends and tracking patterns in persons (age 2 years and older) with diabetes. The system is intended for single patient use and requires a prescription.